Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, instructions for use (IFU), specifications and trend was conducted during the investigation. The IFU supplied with this device provides instructions regarding assessment of product quality after shipment, servicing and preventative maintenance time frames and troubleshooting for foot pedal related issues. ¿your odyssey laser system is shipped from the factory in a wooden crate to protect the laser system from damage during shipping. Before uncarting, inspect the crate for damage. If there is evidence of damage, save all packing materials and notify the shipping company by filing an insurance claim report.¿ the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Minimal information was provided to assist with this complaint, and based on this information there is no indication that a design or process related issue lead to the difficulty in this case. There is no evidence to suggest the product was not made to specifications. Review of device history record could not be done due to lot number is unknown. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The customer service department received a call from a customer reporting the odyssey laser foot switched had stopped working as the user facility had a patient on the table. The customer was put on hold to obtain further assistance and the call dropped. An email was sent to the cook (B)(4) urology members in an attempt to determine the facility having the issue. A reply was received by customer service saying ¿all the laser (B)(6) customers have been contacted but none has experienced any issue.¿ as of the date of this report, the manufacturer has been unable to determine the facility or caller.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The customer service department received a call from a customer reporting the odyssey laser foot switched had stopped working as the user facility had a patient on the table. The customer was put on hold to obtain further assistance and the call dropped. An email was sent to the cook (B)(4) urology members in an attempt to determine the facility having the issue. A reply was received by customer service saying "all the laser (B)(6) customers have been contacted but none has experienced any issue." As of the date of this report, the manufacturer has been unable to determine the facility or caller.